Event description:
Complainant alleged that during a routine shift check of the device by a medic, the device powered up into manual mode, rather than AED mode. The complainant indicated that there was no pt involvement in the reported malfunction.